Event description:
During a percutaneous transluminal angioplasty of the superior femoral artery, the stent predeployed millimeters away from the preferred stent placement site, however its position was adequate enough that no other intervention was required to correct the predeployment state. The vessel was tortuous. There was no patient injury. This product will retrun for evaluation and testing.